Event description:
Pt's meter would power off during use. The pt reported feeling clammy, weak, white, and overall does not feel well. The issue was not resolved with troubleshooting. It would have been helpful to know how long the pt was experiencing this problem with the meter, if the pt experienced a delay in treatment, and the details of the any treatment the pt received as a result. This case is being reported as a malfunction because there is no evidence that the meter contributed to the serious injury. A letter is being sent to obtain more clinical information.